Event description:
The event has been registered in our complaint handling system under number tw (B)(4). It was reported that during patient transfer the resident slipped out of the sling. The customer stated that the resident had a kind of 'weakness attack' and was no longer able to stand slipped out of the sling and fell. As a consequence of the event, the patient sustained a fracture. The patient suffers from osteoporosis and dementia.